Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The catheter instrument was analyzed and found to have a component lodged in the tool channel. The lodged o-ring was removed proximally from the catheter shaft through the tool channel entrance using tweezers with minimal force applied. Upon review of the procedure video, a slight o-ring bulge was observed at the side opposite of the non-compressed side of the o-ring. It is likely that the slight bulge pushed the vision probe key to the non-compressed side and that the vision probe key became stuck at the exposed shaft end face at the non-compressed side, which caused the user to keep attempting to insert the vision probe eventually leading to the o-ring becoming dislodged. The shaft cut was observed to be oblique rather than squared, leading to one side being 0.007" higher. There is 0.0087" of the shaft to connector misalignment, most likely due to the shaft tilt. Connector to the catheter cover has 1 degree of tilt, likely due to the shaft tilt and misalignment. One corner of the seal is not sitting as expected on the shaft, leading to it not being under compression. Additionally, 0.007" of flash was observed on one side of the o-ring, which may have contributed to misalignment of the o-ring. Upon visual inspection of the ID of the tool channel, damage was observed at the proximal end of the shaft to 0.246" from the proximal end of the shaft.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the catheter involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported event. The in-house zibra scope identified a lodged component near the entrance of the tool channel, which prevented the in-vision probe from passing through the tool channel and instrument's shaft. The air leak test was performed and passed using two in-house reprocessing covers. Electrical continuity was tested and passed using a multimeter. The full continuity leak test was performed and passed twice. An additional observation identified that the fibers appeared to be damaged. The damage could not be removed with a sensor connector cleaner or by performing the wet-clean method.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the vision probe allegedly was unable to pass through the catheter. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there was no fragment that fell into the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The site did not notice the object in the catheter. They were trying to move the vision probe through, and it just stopped. There was no increasing resistance when putting the vision probe it, it just stopped moving forward. The diagnostic procedure was completed using another catheter with no reported injury.